Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was brought back to the hospital to have a revision performed. Preoperative chest x-rays were performed and confirmed a potential issue with the insulation of the rv lead. However, it was reported that the revision was not performed as the physician does not believe that the patient still requires an ICD system. Additional testing was performed to determine the patient's heart function and structure. Further evaluation of the data will be performed to determine the best course of action to be taken with this patient. At this time, the ICD and rv lead remain implanted and in service. The patient is stable and has been discharged to home currently. No adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that at a normal patient follow up, this right ventricular (rv) lead presented with pacing impedance measurements below 200 ohms. A review of the arrhythmia logbook in the associated implantable cardioverter defibrillator (ICD) found several episodes recorded due to noise that was being oversensed. The physician stated that there is an insulation issue with the rv lead. No adverse patient effects were reported. A chest x-ray will be performed for further assessment of the lead.